Event description:
It was reported, after multiple falls the patient was experiencing ineffective therapy. X-ray imaging confirmed fracture of the lead. Additionally, due to weight loss, the patient was experiencing pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the full scs system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.